Event description:
It was reported that the pump exhibited a syringe plunger issue. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger board for preventive. Performed preventative maintenance and all functional testing.